Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Customer has indicated that the device is in process of being returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the impactor was disfunctional, would not screw the cup on.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the tip of the threaded bolt is fractured. Damage is too severe for thread gauging. The handle of the positioner shows gouges that indicate signs of off label use. Wear & tear that is seen on the strike plate indicates extensive use during the field age. Device history record (DHR) was not reviewed as lot number is unknown and could not be identified on the returned device. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.